Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during the placement of a swan ganz catheter, there was resistance at the level of the thermal filament and a complete blockage of the proximal level when passing the catheter through the distal end of the introducer. The catheter was removed and a new placement was needed. There was no allegation of patient injury. Patient demographics could not be obtained, as the customer was unable to provide any further information about this event including if the product was available for return.

Manufacturer narrative:
Our product evaluation laboratory received one model 744f75 catheter with monoject limited volume syringe. The returned catheter had resistance while passing through the returned introducer sheath but passed through the lab¿s 8.5f sample introducer without difficulty. Both the thermal filament cover bonds were detached and the catheter body had surface damage just proximal of the thermal filament. The catheter was submerged in a 37.0°c water bath and read 36.9°c on a vigilance ii monitor. The thermistor temperature reading was within specified accuracy, per the vigilance manual. The catheter ran cco in a 37.0°c static water bath for 5 timed minutes without an error message. The thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, and both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 35.67ohms, which was within specification. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. All through lumens were patent without any leakage or occlusion. The customer report of a catheter insertion issue was not confirmed when the catheter was passed through the recommend introducer size of 8.5f (lab sample). However, the returned catheter had resistance while passing through the returned introducer sheath, which had an outer diameter and sheath tip inner diameter smaller than an 8.5f introducer. The returned catheter passed through the lab sample 8.5f(recommended introducer size in IFU) introducer without difficulty.

Manufacturer narrative:
Concomitant product MDR report number: 2015691-2018-02765

Manufacturer narrative:
Reference CAPA-20-00141.